Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. A set screw mark was noted on the lead was right near the end of the terminal pin. Analysis noted that this indicates the lead was not properly seated in the header while implanted. An improperly seated lead terminal could lead to a change in threshold measurements and loss of capture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited a change in threshold measurements with loss of capture due to a change in the patient's condition. A revision procedure was performed where during repositioning, the helix on the ra lead would not deploy. The lead was explanted and replaced. No additional adverse patient effects were reported.